Event description:
It was reported that the patient presented to the emergency room not feeling well and exhibiting slow ventricular tachycardia (vt). The implantable cardioverter defibrillator was found to be under-sensing. Programming changes were made successfully. The patient was stable.